Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, excessive pressure alarm occurred from the device, could not be identified. Although the device was not returned to the factory, investigation was carried out based on the available information. A probable cause could not be determined, and the cause of the defect could not be determined as well. However, a definitive root cause could not be established. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as corrosion on the flat cable was identified. The reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit showed an excessive pressure alarm continuously during a procedure. Additionally, there was a warning sound of excessive pressure and alarm sound was generated and caution lamp for excessive pressure was turned on. The issue was found during a therapeutic renal transplant donor procedure. The procedure was completed using the same set of equipment. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated h6, h7, h9. Based on the results of the investigation, it is likely that the event occurred from excessive pressure due to small abdominal pressure fluctuations in the low anesthesia condition. Olympus will continue to monitor field performance for this device.